Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge shattered in the chamber, the plunger stuck on the piston, and a final piece of broken glass was found, leading to a full supply change and guided replacement of the cartridge and 23" teflon 6 mm inset infusion set. Symptoms included no change in blood glucose. Outcomes included resumption of insulin therapy following device setup, rewind, cartridge replacement, tubing fill, infusion set application, and cannula fill. Investigation included troubleshooting and remote guidance to remove the broken cartridge, clear the chamber, and perform a complete infusion set and cartridge change. Investigation of this case revealed physical damage to the cartridge with glass fragments in the chamber and a transient piston obstruction that was resolved through removal and replacement. It was concluded, based on previously established findings for similar reports, that user handling or cartridge fragility was the likely cause.